Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that can not close the channel manually; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, but the device has not yet been received by baxter. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer reported problem was initially reported as "can't close channel manually". However, after further investigation the actual reported problem was determined to be failure code 803:02; to which there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.